Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 the (B)(6) aware the manufacturer (arjohuntleigh (B)(4)) of the following incident: "on (B)(6) whilst tending to her (B)(6) disabled child, the client began to smell burning in the room. In severe panic she called for her husband who, upon entering the room, could see acrid white smoke billowing from the transformer box fixed to the wall above the child's head. After having evacuated the child and wife from the room, the husband pulled the fuse from the fused spur to prevent further damage -- (we have checked the safety fuse within the transformer and it had blown). The fire brigade were called and the child was checked for smoke inhalation. A thermal imaging camera was used by the firemen and the heat signature from the transformer was, as one would expect, substantial. Unfortunately, the incident has received significant press attention and we the dealer are under tremendous pressure from the client and the city council to report back urgently". No injuries has been reported as the outcome of the event.